Manufacturer narrative:
Method: device remains implanted. The device was not returned to edwards for analysis because it remains implanted int he patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause of the heart block. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. In this case, the information provided does not reasonably suggest the edwards device caused or contributed to the patient's expiration. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient experienced an arrhythmia event, five (5) days post implantation of a 19 mm pericardial bioprosthesis. This case involved patient with a history of severe aortic stenosis, transischemic attacks (tias) and 85% stenosis of her right carotid artery. At the time of surgery for aortic valve replacement (avr), she underwent concomitant aortic avr and right carotid endarterectomy. Initially, she did well. However, she developed atrial fibrillation with alternating sinus bradycardia and heart block in which a ppm was implanted. On post-operative day #16, the patient and her family elected support to be withdrawn and comfort measures instituted. She was discharged to hospice for further terminal care in which she later expired; the date of death was not provided.